Event description:
Reporter states the joystick is sticking in neutral and won't stop driving. End user was outside on their lawn when end user tried to stop the chair it wouldn't stop, the chair hit something on the ground and end user fell out of chair and ran over end user. Per end user, was not seriously injured. Received minor scratches and bruising.